Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a compromised forced sensor system error and the insulin squirted out during manual priming. The customer¿s blood glucose level was unknown. The customer reported that the drive support cap was sticking out and was loose. The insulin pump was not bumped, dropped and had no water contact. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.